Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that the pump suspended itself without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: a review of the pump suspend history verified the pump was suspended. During testing, the pump did not self-suspend. The pump was manually suspended, and the pump gave the appropriate audio and visual suspend alert. The pump history was accurately recorded during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.